Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) 4 during validation on galileo. The product missed anti-k antibodies. The customer tried to validate once again; 4 of 17 known kell positive samples turned out to be negative.

Manufacturer narrative:
The customer returned samples for investigation testing. Samples were tested on an in-house galileo with retention crrs4, lot k205. Weak positive to negative reactions were observed. One sample was tested manually with retention panoscreen iii, cell ii, lot 52175. The sample reacted negatively. There was not enough sample volume to conduct additional testing. It is possible the samples that were used in the validation contained antibodies that were weak or nondetectable.